Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported image failure. Further visual and mechanical inspection was performed and no anomalies were found. The unit passed the leak test. The exact cause of the patient's outcome could not be conclusively determine. The instruction manual warns user: " never operate the bending section, perform suction, insert or withdraw the endoscope's insertion section, rotate the insertion section, or use endotherapy accessories while no endoscopic image is observed or the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor."

Event description:
Olympus was informed that post procedure, the patient suffered a pneumothorax and was admitted to the hospital for observation. It was reported that the surgeon lost visibility while using the cytology brush and felt resistance when the brush reached the end of the scope before coming out of the channel. Additionally, the surgeon experienced difficulty cleaning the view with suction. The patient was discharged the next day. No further information was provided.